Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. The field service engineer (fse) removed all pockets from the drawer using the hardware test application. The station was then rebooted, and each duplicate pocket was recovered as ¿cubie not present¿ before being unloaded. The pharmacy technician subsequently reloaded all medications into the station, after which the issue was resolved. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis machine reported drawer failure for multiple drawers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.